Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, an angiogram identified thrombus inside the stent graft and a type 3a endoleak. The patient has declined any further intervention at this time and is being monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak event is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g4: date of received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, an angiogram identified thrombus inside the stent graft and a type 3a endoleak. The patient has declined any further intervention at this time and is being monitored. Subsequent to the previously filled report additional clinical documentation was received. The clinical assessment determined there was evidence to reasonably suggest lower leg ischemia, migration of 15.8mm, and sac growth of 7.7mm occurred that was not included in the event as reported. These events were discovered during a review of the eclinical database.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aortic occlusion and additional surgical procedure (axillo-fem bypass) are confirmed. The type iiia endoleak is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest lower leg ischemia, migration of 15.8mm and sac growth of 7.7mm occurred that was not included in the event as reported. These findings were discovered during an examination of the eclinical database. Device, user, procedure or anatomy relatedness of this complaint could not be determined. However, the patient stopped taking their eliquis prior to their visit on 12/28/2020, this likely contributed to the reported events. It is unclear if there were other factors contributing to the occlusion. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B2: outcomes attributed to ae - updated b5: describe event or problem - updated g3: awareness date ¿ updated h6: health effect - impact code - updated h6: medical device problem codes - updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.